Event description:
Rymed in vision plus needless connector set; part of the connector broke of (almost like melted) during patient use. This was noted when the rn disconnected the contrast tubing from the IV connector. A stuck-on feeling made the nurse look closer of the connection. (Specifically, the green part covering the tip of the lure lock).